Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusion. Cts educated the customer in troubleshooting for occlusions. Blood glucose level was in the 300's mg/dl range.